Event description:
The arcuate incision perforated the posterior part of the cornea. The anterior chamber collapsed slightly, allowing the crystallin lens to move forward, leading to a cut into the posterior capsule bag and damage of the vitreous humour. A vitrectomy was successfully performed.